Manufacturer narrative:
Evaluated one opened/used sensor and did continuity resistance test and sensor failed per specification. Found a bent cannula. We were unable to confirm if sensor was received in said condition due to customer returning it opened/used.

Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading was between 130 and 50, blood glucose reading 172 mg/dl. Bent cannula was also reported. Troubleshooting occurred. Advised sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.